Event description:
It was reported that stent movement on balloon occurred. The 2.50mm x 28mm promus element plus stent was selected. Upon removal of the device from the packaging hoop, it was noticed that the stent moved on the balloon. The device was intact before it was removed from the hoop and no packaging issue was noted. It was suspected that holding the stent too tightly while removing the cover and the stylet caused the stent to move. The procedure was completed with a different device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).